Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 312mg/dl. Customer treated with manual injection. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked case at a reservoir tube window corner, and a cracked belt clip slot.